Event description:
The patient stated that, while she was awoken from sleep by her infusion device, which was audibly beeping continuously. She observed a "2.01" displayed on the screen of the infusion device. She stated that, the power pack had been in use for over two weeks. She acknowledged awareness of the recall, but she stated that she was notified that the recall was over and hence did not have to change her power pack every two weeks. The patient was educated regarding the recall information. During troubleshooting with a company representative, it was determined that the power packs she had on hand were affected by the recall. She replaced her power pack and the infusion device functioned correctly. Corrected power packs were shipped to her and she was advised to immediately replace her power pack with a corrected power pack once received. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.